Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the reservoir was removed and replaced because the original reservoir migrated. No further information was provided. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegation could not be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.